Event description:
Patient reports experiencing extremity pain. Patient reports pump flashing with multiple error codes (flashing pink screen and 4,5,7 and wouldn't prime or function). Serial# is unknown. Patient reported having issues previously at set up but was resolved at that time. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. "1 . Pc1: did the reported product fault occur while in use with the patient? No 2 . Pc2: did the product issue cause or contribute to patient or clinical injury? No 3 . Pc3: is the actual product available for investigation? Yes - advise patient to hold device until return box is received 4 . Pc4: did we replace product? Yes 5 . Pc5: did the patient have a backup product they were able to switch to? Yes 6 . Pc6: was the patient able to successfully continue their therapy? Yes 7 . Pc7: is the therapy life-sustaining? Yes 8 . Pc8: what is the outcome of the event? Resolved 9 . Pc10: did the patient experience missed doses/interruption in therapy? No."